Event description:
The user facility reports incident in which the priming set tubing separated from the connector. This occurred at the end of treatment. Eventhough this component is not directly in the blood flow path, due to potential for contamination, a portion of the patient's blood was not returned resulting in ebl=200cc. There was no patient injury or need for medical intervention reported. The returned complaint sample was evaluated, however, no cause for this issue could be determined.